Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.5/86 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. It was reported that on (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved.

Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.5/86 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer lnegth lens due to low vault. The exchange resolved the problem. D6b- date corrected to (B)(6) 2021. Claim# (B)(4).